Manufacturer narrative:
The inspection records were reviewed for the concomitant products (tbi needle, supertrax needle tip cytology brush, supertrax triple needle tipped cytology brush) and there were no anomalies observed associated to this issue.

Manufacturer narrative:
The device was not returned for evaluation. The model and lot number are unknown. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported patient experienced bronchopulmonary hemorrhage after biopsies during a superdimension procedure. Post procedure mild bleeding was seen on fluoroscopy with no significant bleeding in the airway and patient was discharged.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.